Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 5.9 inr, 6.1 inr, and 6.3 inr on the coaguchek xs system while a comparison lab returned as 3.8 inr. The caller's coumadin was held based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.